Event description:
It was reported patient underwent hip procedure (B)(6), 2011 as part of a revision for unknown reason. Subsequently, a revision procedure was performed (B)(6), 2012 due to infection.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Listed under warnings, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00148).